Event description:
It was reported that the distal part of the leads failed. The physician was not able to remove the leads due to scar tissue and replacement of the leads would not have any positive impact regarding the therapy. Further information is being requested from the company rep.